Event description:
It was reported that patient underwent total hip replacement surgery on (B)(6) 2005. Patient alleges increased blood ion levels. Revision procedure was performed on (B)(6) 2013 due to metallosis. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided.